Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient was hospitalized for "phantom shock". After further testing at the physician's office, it was determined the patient experienced diaphragmatic stimulation when paced at high outputs with the right ventricular lead. The lead's amplitude was adjusted and the lead remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that during the patient¿s last follow-up visit the right ventricular (rv) lead¿s threshold was noted to be elevated. The patient then went for a rv lead revision. During the procedure the rv helix would not retract. The physician decided to leave the rv lead in place and keep the high voltage portion of the lead active and replace the pace/sense portion of the lead. Therefore, a new pace/sense rv lead was implanted. No patient complications have been reported as a result of this event.